Manufacturer narrative:
Results: a review of the manufacturing records verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak¿. Gore® excluder® aaa endoprosthesis (lot# 12477105) device UDI:(B)(4). Additional devices implanted on (B)(6) 2014: gore® excluder® aaa endoprosthesis pxc121400 (lot# 12472508) and pxc121000 (lot# 11898143).

Event description:
It was reported to gore that on (B)(6) 2014, a patient underwent the placement of a gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. On (B)(6) 2015, the patient experienced a type ii endoleak with aneurysm enlargement. The endoleak was embolized on (B)(6) 2015.